Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. No sample was returned. The instruction for use states that: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. Information received does not suggest a device failure but rather a known procedural complication of implantable devices.

Event description:
It was reported that following a posterior support procedure and an anterior support procedure, the patient experienced considerable pain around the proximal arm of the posterior device. The doctor suspected that he clipped the labia nerve during the initial procedure. The patient experienced a burning pain on the vulvar. The doctor prescribed anti-inflammatory medication and neurontim to treat the patient for pain. The doctor does not plan any further treatment. The patient's condition was described as excellent. Additional information has been requested, but has not been received.